Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. During the inspection, the fault was located to the turbine module. The turbine needs to be replaced as it was found to be defective. No further information was provided. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated. The defective turbine module was not sent for further investigation. Therefore, the root cause to the reported issue could not be determined by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).